Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12869. It was reported that the patient presented in clinic for follow up. Upon investigation, the right atrial (ra) lead was noted with non-capture. The ra lead was explanted and replaced. After the ra lead was replaced, the physician wanted to reposition the right ventricular (rv) lead since the lead slack moved back. During repositioning, the rv lead helix took a long time to retract. It was assumed the retraction problem was due to tissue build-up in the helix. Once the rv lead was repositioned in a good location, the helix would not extend. The lead was removed and cleaned, but the physician elected to implant a new rv lead instead. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage and the helix was partially extended and clogged with blood/tissue. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.